Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolutfx valve; product ID: evfxplus-26; (serial/lot #: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012758103); product type: 0195-heart valves; implant date: non-implantable device product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025 product ID d-evolutfx-2329 (lot: 0012768948); product type: 0195-heart valves; implant date: non-implantable device product ID 18mm vacs ii dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown product ID 20mm vacs ii dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter aortic valve in a patient with a heavily calcified aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was initially performed using an 18mm non-medtronic balloon. During the first deployment attempt, the valve appeared slightly deep and was not fully expanded. A second deployment attempt was also unsatisfactory due to the heavy calcification preventing full expansion of the valve frame. An additional bav was performed using a 20mm non-medtronic balloon, during which the balloon ruptured. On the third deployment attempt, the valve achieved better expansion and an acceptable implantation depth. However, during final release, the valve shifted slightly upward, likely due to a nosecone hang-up during the removal of the delivery catheter system (dcs). This, along with a less experienced second physician, contributed to the valve dislodging and floating in the aorta. The valve was quickly snared, and a second valve was prepared and loaded successfully into a second dcs. The second valve was ultimately implanted successfully, despite unspecified challenges. The patient remained stable throughout the procedure. Following the procedure, the patient exhibited mild hemiplegia and neurological symptoms. A cranial computed tomography scan was performed to evaluate these symptoms.

Event description:
It was reported that during the procedure involving the implant of a transcatheter aortic valve in a patient with a heavily calcified aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was initially performed using an 18mm non-medtronic (vacs ii) balloon. During the first deployment attempt, the valve appeared slightly deep and was not fully expanded. A second deployment attempt was also unsatisfactory due to the heavy calcification preventing full expansion of the valve frame. An additional bav was performed using a 20mm non-medtronic (vacs ii) balloon, during which the balloon ruptured. On the third deployment attempt, the valve achieved better expansion and an acceptable implantation depth. However, during final release, the valve shifted slightly upward, likely dueto a nosecone hang-up during the removal of the delivery catheter system (dcs). This, along with a less experienced second physician, contributed to the valve dislodging and floating in the aorta. The valve was quickly snared, and a second valve was prepared and loaded successfully into a second dcs. The second valve was ultimately implanted successfully, despite unspecified challenges. The patient remained stable throughout the procedure. Following the procedure, the patient exhibited mild hemiplegia and neurological symp toms. A cranial computed tomography scan was performed to evaluate these symptoms. Additional information was received to report a non-medtronic (safari) guidewire was used for the case. Vascular access was achieved on the left side of the patient; however, the access site was not reported. The starting point for deployment was at the end of the pigtail catheter. Using the cusp-overlap technique the dcs slowly deployed the valve in the native annulus at an implant depth of 3mm on the non-coronary cusp and 4mm on the left coronary cusp. It was noted the dcs was centered within the inflow portion of the valve frame and the guidewire was slightly retracted; however, the nose cone of the dcs caught the valve frame and caused it to dislodge. The patient's ischemic stroke symptoms presented twenty minutes after the procedure. The patient underwent an invasive thrombus retraction, but the hemiplegia remains permanent. Per the physician, a medtronic product did not contribute to the stroke and instead indicated the cause was the second pre-implant balloon dilation. Additional information was received and inadvertently omitted from the previous paragraph. The unspecified challenges previously reported noted with the second dcs was referencing the patient's severely calcified anatomy.

Manufacturer narrative:
Corrected data: b5. A third paragraph was added - inadvertently omitted from supplemental 002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Product analysis procedural image review: the suspect delivery catheter system (dcs) was discarded, and therefore, unable to be analyzed directly. Additionally, the patient summary was not provided for anatomical review. However, procedural images, including 19 fluoroscopic cine loops of the pre-implant balloon aortic valvuloplasty (bav) and implant procedure, were submitted to medtronic for review. Upon review of the images and based on the measurements of the heavily calcified annulus, contemporary medtronic recommendations indicate the correct balloon size was chosen for the bav. The valve appeared to be lodged in place just after final release. The imaging showed the valve embolized into the ascending aorta and a successful second valve implant. The device instructions for use lists potential adverse events including the following: prosthetic valve migration/embolization, and other neurological deficits among others. Valve migration / dislodgement can occur due to a variety of factors, including, but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-implant bav complications. The removal of the dcs and actual bioprosthesis-embolization was not recorded; therefore, it was impossible to determine the root cause. The report hinted at the possibility the dislodged valve, a nose cone hangup, and a slightly less experienced second implanting physician might have caused the valve dislodgement. Based on the information provided, an operator error is likely and a device malfunction can be excluded. Corrected data: d. Suspect medical device full UDI # medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter aortic valve in a patient with a heavily calcified aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was initially performed using an 18mm non-medtronic (vacs ii) balloon. During the first deployment attempt, the valve appeared slightly deep and was not fully expanded. A second deployment attempt was also unsatisfactory due to the heavy calcification preventing full expansion of the valve frame. An additional bav was performed using a 20mm non-medtronic (vacs ii) balloon, during which the balloon ruptured. On the third deployment attempt, the valve achieved better expansion and an acceptable implantation depth. However, during final release, the valve shifted slightly upward, likely due to a nose cone hang-up during the removal of the delivery catheter system (dcs). This, along with a less experienced second physician, contributed to the valve dislodging and floating in the aorta. The valve was quickly snared, and a second valve was prepared and loaded successfully into a second dcs. The second valve was ultimately implanted successfully, despite unspecified challenges. The patient remained stable throughout the procedure. Following the procedure, the patient exhibited mild hemiplegia and neurological symptoms. A cranial computed tomography scan was performed to evaluate these symptoms.

Manufacturer narrative:
Additional information: b5 (fourth paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter aortic valve in a patient with a heavily calcified aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was initially performed using an 18mm non-medtronic (vacs ii) balloon. During the first deployment attempt, the valve appeared slightly deep and was not fully expanded. A second deployment attempt was also unsatisfactory due to the heavy calcification preventing full expansion of the valve frame. An additional bav was performed using a 20mm non-medtronic (vacs ii) balloon, during which the balloon ruptured. On the third deployment attempt, the valve achieved better expansion and an acceptable implantation depth. However, during final release, the valve shifted slightly upward, likely dueto a nosecone hang-up during the removal of the delivery catheter system (dcs). This, along with a less experienced second physician, contributed to the valve dislodging and floating in the aorta. The valve was quickly snared, and a second valve was prepared and loaded successfully into a second dcs. The second valve was ultimately implanted successfully, despite unspecified challenges. The patient remained stable throughout the procedure. Following the procedure, the patient exhibited mild hemiplegia and neurological symptoms. A cranial computed tomography scan was performed to evaluate these symptoms. Additional information was received to report a non-medtronic (safari) guidewire was used for the case. Vascular access was achieved on the left side of the patient; however, the access site was not reported. The starting point for deployment was at the end of the pigtail catheter. Using the cusp-overlap technique the dcs slowly deployed the valve in the native annulus at an implant depth of 3mm on the non-coronary cusp and 4mm on the left coronary cusp. It was noted the dcs was centered within the inflow portion of the valve frame and the guidewire was slightly retracted; however, the nose cone of the dcs caught the valve frame and caused it to dislodge. The patient's ischemic stroke symptoms presented twenty minutes after the procedure. The patient underwent an invasive thrombus retraction, but the hemiplegia remains permanent. Per the physician, a medtronic product did not contribute to the stroke and instead indicated the cause was the second pre-implant balloon dilation. Additional information was received and inadvertently omitted from the previous paragraph. The unspecified challenges previously reported noted with the second dcs was referencing the patient's severely calcified anatomy. Additional information was received indicating that there was no difficulty retrieving the vacs ii balloon and there were no loose f ragments after the balloon ruptured.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Updated the stroke/cva to specify it was ischemic. Corrected data: h6. Patient code - the paraplegia code was replaced with paralysis. The patient was reported to have hemiplegia which is impairment of one side of the body rather than impairment of the lower extremities. An annex e code for hemiplegia does not exist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter aortic valve in a patient with a heavily calcified aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was initially performed using an 18mm non-medtronic (vacs ii) balloon. During the first deployment attempt, the valve appeared slightly deep and was not fully expanded. A second deployment attempt was also unsatisfactory due to the heavy calcification preventing full expansion of the valve frame. An additional bav was performed using a 20mm non-medtronic (vacs ii) balloon, during which the balloon ruptured. On the third deployment attempt, the valve achieved better expansion and an acceptable implantation depth. However, during final release, the valve shifted slightly upward, likely dueto a nosecone hang-up during the removal of the delivery catheter system (dcs). This, along with a less experienced second physician, contributed to the valve dislodging and floating in the aorta. The valve was quickly snared, and a second valve was prepared and loaded successfully into a second dcs. The second valve was ultimately implanted successfully, despite unspecified challenges. The patient remained stable throughout the procedure. Following the procedure, the patient exhibited mild hemiplegia and neurological symp toms. A cranial computed tomography scan was performed to evaluate these symptoms. Additional information was received to report a non-medtronic (safari) guidewire was used for the case. Vascular access was achieved on the left side of the patient; however, the access site was not reported. The starting point for deployment was at the end of the pigtail catheter. Using the cusp-overlap technique the dcs slowly deployed the valve in the native annulus at an implant depth of 3mm on the non-coronary cusp and 4mm on the left coronary cusp. It was noted the dcs was centered within the inflow portion of the valve frame and the guidewire was slightly retracted; however, the nose cone of the dcs caught the valve frame and caused it to dislodge. The patient's ischemic stroke symptoms presented twenty minutes after the procedure. The patient underwent an invasive thrombus retraction, but the hemiplegia remains permanent. Per the physician, a medtronic product did not contribute to the stroke and instead indicated the cause was the second pre-implant balloon dilation.